Event description:
On 07/27: customer reports during an unknown type of procedure (no patient information provided), the fluoro failed. Staff brought in portable c-arm fluoro and completed the procedure without further incident. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.